Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery unit (bdu) printed circuit board (pcb) and power supply. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator generated a loss of communication diagnostic message. The ventilator was not in use on a patient at the time of the reported event.